Event description:
Four blood leaks occurred with aps-1050s lot no. 514f4l. Two leaks occurred at the 8th reuse times, one leak at the 6th reuse, and another leak at the 16th reuses. The total blood loss is approx. 300cc each, since the blood was not returned to the patient. The patient is well.